Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: received one (1) used. List #100/166/080j, tracheal tube. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cuff was fully inflated with 20ml of air as per IFU (instructions for use) with an ICU medical provided syringe. The cuff was then submerged in a water bath. The pilot ballon was then filled with ro water. After further inspection, a small channel was observed at the leak point. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage at the junction. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "a leak was identified from somewhere in the cuff or intubation tube". This occurred during patient use, no patient harm/adverse event reported.